Manufacturer narrative:
The access vessel measured 8.7 mm to 6.9 mm. According to the gore® dryseal sheath sizing guide the outside diameter of the 22fr sheath measures 8.3 mm.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment using two gore® tag® conformable thoracic stent graft for thoracic aortic aneurysm. A gore® dryseal 22fr sheath was inserted from right femoral artery. After removal of the sheath, access vessel rupture was observed. The access vessel measured 8.7 mm to 6.9 mm. According to the gore® dryseal sheath sizing guide the outside diameter of the 22fr sheath measures 8.3 mm. An additional stent graft was deployed to treat the rupture. The patient tolerated the procedure.